Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed a cassette has an error and reported complaint replicated. The device was visually inspected and found damaged battery compartment found, lens also scratched. The reported complaint battery compartment is confirmed via visual inspection and also cassette error is replicated during disposable test when attaching 100 ml fluid filled cassette in place. The probable cause is downstream occlusion (dso) sensor not working properly. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, "the pump had cassette error, the battery compartment was cracked, and the insulators are missing during pre-test.". During device evaluation it was found the downstream occlusion (dso) sensor not working properly.